Event description:
It was reported to philips that there is an issue downloading an image from the echo module (web). The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint.